Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of med records info it appears that on (B)(6) 2012 this pt became non responsive during her dialysis treatment. The nurse intervened and the pt was responsive in about one minute. The pt was discharged after treatment was completed. This pt has a well documented med history of hypertension and tachycardia. There is no documentation in the med record that shows a causal relationship between the pt's dialysis treatment or dialysis products and the pt's unresponsive episode, tachycardia or hypertension. In addition, this pt has an extensive med history of not taking medications or attending treatment. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 12, this pt's dialysis started at 6:22. At 6:36, the pt stated "I feel funny." The nurse attempted to replace the blood pressure cuff (as it was loose) when the pt began to wretch then became unresponsive. Her blood pressure was 206/131 and pulse 140. The nurse administered 400 ml normal saline. Pt was responsive within 1 minute after fluid administration. Ultra filtration was left off. The pt completed treatment without further events and was discharged.